Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4) stopped compression. No error message prompted on the autopulse platform. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (serial # (B)(4) stopped compression" was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was due to the reset switch cable failure, likely attributed to normal wear and tear. The autopulse platform is a reusable device that was manufactured in august 2017 and has reached its expected service life of 5 years. Upon visual inspection, no physical damage was observed. Preliminary functional testing failed as the autopulse platform displayed ua12 (lifeband not present) advisory message upon powering up. The root cause of the ua12 advisory message was the reset switch cable failure. To remedy the ua12 error, the reset switch cable was replaced. The archive data indicated multiple user advisory (ua)12 (lifeband not present) around and on the reported event date. Based on the archive, the autopulse platform displayed ua12 advisory message and caused the autopulse platform to stopped copression, thus confirming the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).